Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that differential test results were not reported on abnormal 2 level of the controls. The fse slowed down the count time for the differential test results and optimized the triple transducer module (ttm) or flowcell module which resolved the absence of differential test results reported with abnormal 2 level of the controls. The instrument ran without errors and all repairs were verified per established procedures. (B)(4).

Event description:
While servicing a coulter hmx hematology analyzer with autoloader at a customer's facility, a beckman coulter field service engineer (fse) identified that the customer had been experiencing issues while running controls. The analyzer did not complete the differential test results for the abnormal ii level control consistently, requiring the customer to repeat the control testing frequently until differential test results were obtained. The fse identified the cause of the issue to be related to the triple transducer module (ttm) or flowcell module on the analyzer and performed adjustments to correct the problem. The fse also provided additional control material to the customer to replace excess control material consumed. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.